Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was reported to be high, although the reading was not provided. The caller advised that the high blood glucose was treated with a manual injection. Troubleshoot for the alarm was not possible, since the user had already removed the reservoir and infusion set to perform a set change. The caller confirmed that the drive support cap was as it should be, contrary to what was mistakenly noted before. The caller stated that there was no problem with the insulin pump after all. Nothing further reported.